Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued an alert 38 indicating a motor stall during use, and the user recalled difficulty inserting supplies the prior day. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included guided troubleshooting with a cartridge removal, device restart, and a dry run with a successful rewind, followed by education to perform a full supply change. Investigation of this case revealed a consecutive stalled motor consistent with an insulin delivery obstruction related to supply insertion, with resolution after reinsertion and successful dry run. It was concluded, based on previously established findings for similar reports, that user-related supply insertion issues were the most probable cause.